Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (component code, type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was returned to edwards lifesciences for evaluation. Visual inspection of the returned esheath+ revealed the liner was fully expanded as designed. Sheath shaft curvature was noted. The sheath distal tip was opened but a split and scratches were noted. Visual inspection of the returned introducer revealed the introducer tip material was separated and missing along the split length. The split measures approximately 1.4 inches. Imagery was also provided for evaluation. Review of the imagery revealed calcification and tortuosity were present in the patient's access vessel. Undersize vessel regions were also present. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported events. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the esheath+, delivery system and valve usage. Per the IFU/training manuals, it notes for sheath insertion that push force can vary due to angle of access and insertion, vessel diameter, tortuosity, and degree of calcification. It also states to not over manipulate the sheath at any time. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The events for difficulty introducing the 14fr esheath+, esheath+ distal tip split, introducer tip split and system components separated during use were confirmed with the returned device and procedural imagery. However, no manufacturing nonconformance was identified during the evaluation. A review of the manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the reported events. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per the event details, "14 fr esheath+ was inserted via right femoral artery obtained by cut-down approach with resistance due to calcification and tortuosity of abdominal aorta. Upon removing introducer, the operator noticed introducer tip split approximately 3 cm...introducer was inserted until the tip did not exceed the sheath...as per fu, the operator stated at the initial report that introducer appeared to be split upon removal and was concerned about embolization if missing piece left in patient's body. So noticed only tip split instead of missing piece during procedure. Did not discerned tip split and missing piece at that time." Per the IFU/training manual "push force can vary due to angle of access and insertion, vessel diameter, tortuosity and degree of calcification." Per imagery review, calcification, tortuosity, and undersized vessel regions were noted in the patient's access vessel. Calcification and undersized vessels can create a constricted pathway whereas tortuosity will subject the sheath to sub-optimal angles creating resistance during sheath insertion. Sharp calcified nodules can scratch and/or damage the sheath and introducer during insertion. Furthermore, if excessive device manipulation was used to overcome difficulty and resistance experience, then it is possible to exacerbate the interactions between the sheath/introducer and calcification to become further damaged during the procedure. In this case, available information suggests that patient factors (calcification, tortuosity, and undersized vessels) and/or procedural factors (excessive manipulation) may have contributed to the reported events. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.

Manufacturer narrative:
The devices were returned for evaluation. Evaluation of the returned 14fr esheath+ revealed a distal tip split. Evaluation of the returned introducer revealed the introducer tip was cut off 1 inch from the distal tip. The introducer tip appears to have separated and missing material along the split length. It was reported by the operator that only an introducer tip split was observed during the transcatheter aortic valve replacement (tavr) procedure. The operator did not indicate that a piece was missing from the introducer. The investigation is still ongoing.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards lifesciences japanese affiliate, during the transfemoral transcatheter aortic valve replacement (tavr) procedure of a 20 mm sapien 3 ultra resilia valve, the 14fr esheath+ was inserted in the right femoral artery via a cutdown approach and there was resistance felt due to calcification and tortuosity of the abdominal aorta. Upon withdrawal of the introducer, an approximately 3 cm split at the introducer tip was noticed. There were no abnormalities observed on the esheath+ and the esheath+ was not replaced. The procedure proceeded and the valve was implanted successfully with no adverse event. The patient's hemodynamics were stable. A photograph of the introducer was provided, and it appeared that a piece of the introducer separated.